Event description:
Complainant alleged that after successfully delivering five shocks to a patient (age & gender unk) the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.